Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo was returned to the manufacturer service center for evaluation the customers complaint was not confirmed. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log was observed. The technician performed an internal inspection and determined the failure was caused by dust accumulation. In conclusion the device flow sensor was replaced to address the issue. The root cause was confirmed. Additionally, during an internal inspection dust accumulation was observed in the following parts and were replaced: system board, blower assembly, 3-way solenoid valve, proportional valve, low flow o2 connector, flower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual rim cup, filter cover, muffler assembly, tubing blower chassis, tubing-fio2, low flow o2 tubing, tubing system board, air inlet foam filter and particle filter. The display board was replaced since the log could not be exported with usb memory. The main housing was replaced due to physical damage. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).